Manufacturer narrative:
The philips service engineer determined that the system tipped over when encountering the barrier between the elevator and the floor during transport. This issue was not caused by a malfunction of the system. The users were reminded to transport the system with caution.

Event description:
A customer reported their cx50 ultrasound system tipped over after encountering an obstacle during transport within the user facility. There was no allegation of patient or user injury as a result of the issue.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.